Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with a coaguchek xs meter (serial number unknown). The specific date of the event is not known. The initial reporter stated that the event occurred sometime in mid (B)(6) 2019. A sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.0 inr. The laboratory value was believed to be correct and the patient's coumadin dose was adjusted based on the laboratory value. The initial reporter stated that the patient also received a high result when testing with the patient's own coaguchek xs meter and a different lot number of test strips. No specific results were provided. No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.